Manufacturer narrative:
Customer misuse-exposure of electrical components to moisture.

Event description:
Provider alleges consumer's transformer caught on fire and is smoking.

Event description:
Provider alleges consumer's transformer caught on fire and is smoking.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.